Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received for evaluation. Functional testing was performed and observed when the door was opened the pump does not alarm and say load set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found depressed upper and lower latch switches. The upper and lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound when the set is loaded. This occurred during testing. There was no patient involvement. No additional information is available.